Event description:
A patient's meter had a display issue. They stated that the display was discolored. They had symptoms of weakness. There was no medical intervention or treatment given. They got readings of 101 mg/dl and 93 mg/dl on this meter. They also tested on another meter with a result of 82 mg/dl. No further information has been reported.